Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. The pt stated that a couple of units of insulin spilled into the compartment. During troubleshooting with a co rep, the plunger was detached from the piston rod. Proper removal and insertion of the insulin cartridge was reviewed with the pt. The pt was instructed to use a cotton swab to dry out the compartment. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.